Manufacturer narrative:
The insulin pump was received with a slightly loose and tilted drive support disk. The insulin pump passed the functional testing including, rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device was also received with a cracked case at the display window corners, scratched lcd window, and missing the end cap sticker.

Event description:
Customer reported having problems with her insulin pump. Customer stated that the insulin pump was not alarming no delivery alarm. Blood glucose level 406 mg/dl. Nothing further reported.